Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 2.25 x 12 mm synergy drug-eluting stent was advanced to treat the lesion. However, the distal part of the stent struts was damaged. The procedure was completed with a non-bsc device. No patient complications were reported.